Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-05026 / 05029).

Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2011 due to patient allegations of pain and loss of range of motion. During the procedure, surgeon allegedly noted debris, and acetabular loosening. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the presence of metallosis debris, osteolytic granulation tissue and the stem and acetabular cup were loose due to no bony ingrowth with poor quality bone. All components were removed and replaced with competitor¿s components.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2011, due to patient allegations of pain and loss of range of motion. During the procedure, surgeon allegedly noted debris, and acetabular loosening. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.